Manufacturer narrative:
On 12/10/18, it was reported to mentor that the device evaluation and investigation findings: upon receipt by mentor, the device contained gel with clear appearance. Yellow material was observed within the device. Gel was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent extending to both views measuring 1.9 cm. No other anomalies were found. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a gel mentor breast implant of unknown type and experienced rupture on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 215cc, catalog number 3507215mc, serial number (B)(4), lot number 7608788 on the right breast implant and with gel mentor memorygel breast implant 215cc , catalog number 3507215mc, serial number (B)(4), lot number 7566204 on the left breast implant on (B)(6) 2018.